Event description:
Pt was wearing contact lenses on a 30-day continuous wear basis. The pt came in for an unscheduled visit due to red eye and discomfort o.d. The doctor diagnosed superficial punctate keratitis, prescribed medication, and instructed the pt to wear the lens as daily wear until the condition resolved. The doctor reports the pt came in for a follow-up visit and corneal stain and a central dendritic ulcer were noted, resulting in a diagnosis of herpes simplex keratitis o.d. The pt was treated and recovered. There is a resulting small central corneal scar, however, there is no decrease in visual acuity. The doctor indicated the condition was viral, and the event was not contact lens wear or extended wear lens related. The pt resumed lens wear on a continuous wear basis.